Event description:
Olympus med systems corp (omsc) was informed that during an unspecified therapeutic procedure, the probe of the subject device broke and the ptfe pad on the grasping section was severely worn. We could not ascertain that the fragment fell off into abdominal cavity of the pt or not. The fragment of the probe was retrieved and the procedure was completed. We could not ascertain the existence of the device exchange. There was no report of pt's injury regarding this event.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional and significant info becomes available at a later time, this report will be supplemented.